Manufacturer narrative:
Refer to reg. Report #3004209178-2021-15690 for information regarding the related event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an MRI was requested for a patient who had a possible stroke. Patient services communicated with healthcare providers and reviewed MRI guidelines and eligibility form.